Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2014 with the following findings: a review of the pump¿s black box history showed no evidence of a load step malfunction occurring. During testing, the pump performed the rewind, load, and prime steps with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no errors, alarms, or warnings occurring. The pump case was removed and no intermittent condition was found to the force sensor circuit. The complaint that the pump was priming the tubing during the load step was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.